Manufacturer narrative:
Batch review performed on 27 may 2019: lot 186009: 89 items manufactured and released on 30-oct-2018. Expiration date: 2023-10-15. No anomalies found related to the problem. To date, 5 items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by packaging manager. From the pictures received is visible a wrong sealing of the packaging. I can exclude an accidental damage of the packaging as the envelope is damaged perfectly at the opening point.

Event description:
During the packaging opening it was noticed that the bag containing the insert inside the blister was open. The surgeon decided to use a new implant to complete the surgery. The implant was in the hospital as consignment.

Manufacturer narrative:
On november 21th 2019 we have received the stem and head involved in the complaint. Visual inspection performed by packaging and washer manager: as reported in the preliminary investigation, the bag has been sealed correctly, because the sealing lines are evident. I exclude an accidental opening of the bag because it is damaged exactly at the level of the opening area. We can hypothesize that the bag had been previously opened, possibly by a different or team.